Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up button of the insulin pump was not working every now and then also had insulin flow block alarm. Insulin pump rejected new batteries. Customer stated that the insulin pump loses 10 minutes over a month to a month and half. Customer stated that the screen was scratched. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.